Event description:
It was reported that the l3-009 error code is populating the lcd screen. The trouble shooting has indicated that the cables are attached correctly and the scm12 does not appear to be compromised or damage. The biomed has reported that the green cable looks damaged.

Manufacturer narrative:
H3; evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, me all product requirement and returned to the customer.